Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: adding UDI# (B)(4). Adding implanted date: (B)(6) 2019. Adding explanted date (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding investigation conclusions code 50. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding health effect - clinical code 1932. This is a follow up report to add this additional code. FDA coding that was initially reported in the initial report for medical device problem code removing 1863 and adding 2408. This is a follow up report to correct this code. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed ev 4.8 s - 6 mm catalog # 25241. This is a follow up report for this corrected information. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1863 to 2408. This is a follow up report to correct this code. Correcting lot# from unk to 436542. This is a follow up report for this corrected information.